Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Initial reporter - the customer contact information was not reported by the manufacturer representative. (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00745, and 3008114965-2018-00747. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a coil embolization of an aneurysm, a total of three thermo-mechanical coils (two 1mm x 2cm galaxy g3 mini glm910020/l11499 and one 5mm x 10cm galaxy g3 gly120510/l11802) failed to detach in the target site. The sequence of events/timeline is unknown, but the user did change the connecting cable (unk catalog & lot) and detachment control box (unk catalog and lot) during the reported event with the same result. No other coils were deployed before or after the reported ones with the same connecting cable; however, it was reported that the dcb has been used to detach subsequent coils and has operated as intended. The coils were successfully removed from the patient without need for additional intervention. The procedure was completed with another vendor. A pre-deployment electrical check was performed. No patient complications occurred as a result of the event. The coils and connecting cable have been returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). As reported by a healthcare professional, during an aneurysm coiling procedure, a total of three thermo-mechanical coils (two 1mm x 2cm galaxy g3 mini glm910020/l11499 and one 5mm x 10cm galaxy g3 gly120510/l11802) failed to detach in the target site. The sequence of events/timeline is unknown, but the user did change the connecting cable (unk catalog & lot) and detachment control box (unk catalog & lot) during the reported event with the same result. No other coils were deployed before or after the reported ones with the same connecting cable; however, it was reported that the dcb has operated as intended and has been used to detach subsequent coils. The coils were successfully removed from the patient without need for additional intervention. The procedure was completed with another vendor. A pre-deployment electrical check was performed. No patient complications occurred as a result of the event. The 5mm x 10cm galaxy g3 coil (l11802) was returned with the embolic coil mechanically detached and not returned for evaluation. Additional information received indicated that after multiple unsuccessful attempts to detach the coil, the coil was removed from the microcatheter. Upon removal from the proximal end of the unspecified microcatheter, the coil simply ¿fell off the delivery wire¿ onto the table. There was no additional attempt to detach the coil with the connecting cable, so the sales representative believes that the coil may have been loosened during retrieval through the microcatheter. The embolic coil was discarded after the procedure. No further information was provided. Two galaxy g3 mini devices with the same catalog number and lot number were returned for this complaint. Both devices on the complaint were reported to have the same issue. Since the two devices cannot be distinguished, they were arbitrarily assigned to the two product investigations and were evaluated separately. Device b: the device was returned with the original packaging, which matched the complaint information. The device was returned unsheathed as indicated by the length of the introducer proximal to the resheathing tool. The distal end of the embolic coil was seen in the translucent introducer. The device positioning unit (dpu) core wire was seen protruding from the skive of the introducer. The articulating joint was intact, and the embolic coil was returned attached to the device. The dpu core wire was exposed out of the introducer for a significant amount of its length. The dpu core wire was kinked at approximately 18 cm and 69 cm from the proximal end of the device. The device was then inspected under a microscope. The embolic coil was kinked in multiple locations. The embolic coil was not aligned parallel with the introducer at its proximal end. The articulating joint had been damaged as the socket ring was seen bent. The flexible part of the dpu core wire was seen kinked at the point where it protruded from the skive of the introducer. The flexible part of the dpu core wire was seen kinked just proximal of the distal marker band. The dpu core wire was seen entering the distal end of the resheathing tool outside the introducer. The v-notch of the resheathing tool was damaged. The notch had been fractured down its middle, creating a small slit. The embolic coil was impeded in the introducer, therefore the skive of the introducer was opened so the device could be examined and tested. The ball tip was seen present and intact. The distal outer sheath had not been softened, indicating that the resistance heating coil had not been heated and the detachment process had not been initiated. The device was connected to multimeter and the resistance was measured within specification. The device was then connected to an enpower detachment control box (dcb2000500/c46055) and an enpower connecting cable c10702. The dcb2 power was turned on and the system ready light illuminated. The device was then submerged in a heated enzyme solution. The ¿detach¿ button on the dcb2 was pressed and the embolic coil was successfully detached. The embolic coil detached from the dpu core wire. The distal outer sheath was seen softened, indicating that the resistance heating coil had heated. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported customer complaint that the coil failed to detach was not confirmed. The detachment process was completed successfully after the device was tested within specification for resistance and connected to a lab sample dcb2 and control cable. The device was returned and found with no signs of the detachment process being initiated since the distal outer sheath had not been softened and the embolic coil was still attached. The detachment control box used in the procedure was not returned and could not be evaluated for functionality. The resheathing tool was seen damaged, which indicates that the device was not properly unlocked. The instructions for use (IFU) instructs the user to unlock the device by gently pulling the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle. Pulling the tab straight out (in parallel to the dpu) will result in damage to the resheathing tool and may cause damage to the embolic coil. The returned device was kinked along the embolic coil and dpu core wire and bent at the socket ring. The kinks are likely due to excessive force applied to the device. 100% of devices are inspected in-process along the embolic coil, socket ring, and dpu core wire. Thus, it is unlikely that the device left the manufacturing facility with the damage observed. Without the return of the concomitant detachment control box, the cause of the reported event cannot be determined. The returned connecting cable met resistance, connectivity, and remote functionality requirements. Failure to detach the embolic coil is a known potential product failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Neither the product analysis nor the device history record review suggests that the failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors may have contributed to the reported failure and damages noted on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00745 & 3008114965-2018-00747. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.